Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector won¿t stay latched) was confirmed due to the latches on the trunk cable connector being bent, creating an insecure connection with the monitor. The root cause for the physical damage to the broken latch was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt connector will not stay latched.

Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor reported that a monitor will not power on. A us distributor reported that a patient's electrode belt connector will not stay latched.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) was confirmed due to the battery pca and cells being contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery. Device evaluation of monitor has been completed. The reported problem (won¿t power up) was confirmed due to shorted u1004 and u1005 components on the computer/analog board. The rear response button cover was also missing. The root cause for the shorted components could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (connector won¿t stay latched) was confirmed due to the latches on the trunk cable connector being bent, creating an insecure connection with the monitor. The root cause for the physical damage to the broken latch was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.